Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with neurostimulator for other pain in dication. Noted several contacts out of range during system interrogation/lead impedance check today. Picture provided. Issue was not resolved at the time of this report. Patient was being referred to doctor for ipg replacement. Patient reported good relief with cluster headaches when stimulation was turned on. No complaints from patient. Surgical intervention was not planned at the time of this report.